Event description:
It was reported that there were flickering issues. However, the loss of image duration could not be confirmed.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.